Event description:
I was and have been using freestyle libre 3 plus items issued from walmart. They sent me notification of the recall; however, I currently have three (3) in my possession and another one on my body. I am on disability. I cannot afford new ones. What am I supposed to do? Pt code: 4582. Device code: 2917. Ref reports: mw5180933, mw5180934.